Event description:
The inner cannula of the micropuncture introducer set failed. The inner cannula stretched out to the point where a piece broke off in the patient as we were trying to remove it from the body. We then cut down to the vessel and removed the piece that broke off in the patient.what was the original intended procedure?not known.device #1is this a laboratory device or laboratory test?no.